Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wire) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable and exposed wires.